Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
The string was up inside me. The tampon must have been in the applicator upside down. I had to reach up and I got it out, vagina [foreign body in reproductive tract]. Tampon must have been in the applicator upside down [device physical property issue]. Case narrative: consumer reported via e-mail that the tampon was in the applicator upside down. No serious injury reported.